Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the hospital was having difficulty verifying the straight suctions. A manufacturing representative (rep) went to the site to test the instruments and noted that they were also having difficulty. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the suction was bent and that a new one had been ordered.